Event description:
Boston scientific received information that the remote home monitoring system issued an alert due to a high out of range pacing impedance measurement for the right ventricular (rv) lead. The patient was brought into the clinic for evaluation. The clinician contacted boston scientific technical services (ts) and stated that they were unable to reproduce the out of range pacing impedance measurement in the office. The clinician also noted that all other lead measurements, along with the impedance measurement while in the office, are within normal range. They will continue to monitor the system via the remote home monitoring system. No adverse patient effects were reported.

Event description:
Additional information was received that due to continued intermittent high out of range pacing impedance measurements, the rv lead was explanted and a new lead was successfully implanted with the existing device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.